Event description:
Additional information received reported that the patient was "doing well" andhad 80% improved over baseline. The patient reportedly was receiving effective therapy.

Manufacturer narrative:
Product ID: 3889-28, lot# v568027, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer. (B)(4).

Event description:
It was reported that three bipolar pairs had high impedances of over 4 ,000 ohms eight days after implant. Impedances had been checked intraoperatively and were within range at that time. The patient had a loss of stimulation and never had therapeutic effect. Increasing stimulation did not resolve the issue. Reprogramming was performed the next day. Four of the seven good pairs were programmed into the device. The patient felt stimulation with the new programs. No falls were associated with the issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.